Manufacturer narrative:
Initial.

Event description:
It was reported that the user announced meals to the ilet multiple times as a means of correcting elevated blood glucose, including a reported glucose value of 344 mg/dl, which constitutes an improper method of use. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information they provided. Investigation of this case revealed no device problem and identified a usage problem related to the user interface and an improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.